Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented to the emergency room with complaint of feeling a buzzing sensation near the device implant location. Interrogation of the device with a programmer noted low out of range pacing impedance measurements less than 200 ohms, noise, oversensing and pacing inhibition. An invasive procedure was performed. The lead was explanted and replaced. Upon explant, lead insulation damage was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported low impedance measurements and noise was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that analysis of this lead was completed.